Event description:
Hcp returned a catheter piece to the manufacturer and stated that a piece still remains in the pt's intrathecal space. Follow-up regarding this pt could not be completed because the pt's name was not identified with the product returned to the manufacturer.